Event description:
Product analysis was completed and approved for the returned handheld computer on 03/12/2015. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Product analysis was completed and approved for the returned software flashcard on 03/12/2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the handheld device would freeze intermittently when attempting to perform interrogations. Troubleshooting was performed but the issues continued. It was noted that the room was clear of any potential sources of emi. It was noted that the connection between the handheld device and serial cable was loose. The handheld device, software flashcard, and programming wand were returned to the manufacturer for analysis. Analysis of the programming wand determined that the device performed according to functional specifications. Analysis of the handheld device and software flashcard are currently underway.